Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the vasoview hemopro 2, they had completed dissection and was proceeding with sealing and dividing the branches and tissue using the hpii device. They had finished a large number of branches and was getting ready to burn one of the larger, more-difficult branches. They removed the device to clean the hpii and when he entered back into the tunnel extended the c-ring. As they moved and attempted to get around the branch, they noticed it was in two pieces, cut in half down the middle. No part of the c-ring detached from the device, nothing fell into the patient's leg. The device was inspected prior to use and no defects were noted. There was no resistance noted when inserting the hpii into the cannula. They removed the device from the leg to examine it, opened a second kit to complete the case, and finished with the second kit with no further incident. They were able to see the c-ring throughout the case and did not visualize the hpii possibly capturing the c-ring when working through branch ligation. No pieces were left in the leg requiring retrieval. Both shelves of the c-ring were extracted when the cannula was pulled back. There was additional time added to the case when it was determined a second kit would need to be called for and opened. No patient injury.

Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.